Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had and the pump had failed battery. The customer¿s blood glucose level was 70 mg/dl. The customer stated that the battery exploded in the pump and had a failed battery alarm. The customer was advised the pump will need to be replaced. The customer was advised to revert to back up plan per health care professional instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was monitored for several days. The insulin pump was received with all operating currents within specifications and passed unexpected restart error test and displacement test. No unexpected failed battery alarm anomalies noted.